Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they are receiving a radio frequency pic failed self-test alarm.. Customer advised he awoke to this alarm for three days straight and has gone through the rewind process. Troubleshooting for the alarm was performed. Customer advised during the rewind/prime sequence the alarm does not occur. The bolus amount was not recorded in the bolus history and as a result the device will need to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.